Manufacturer narrative:
The approximate age of device: 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced bowel ischemia with possible ileus. Patient experienced abdominal distension. Nasogastric (ng) tube output was non-bloody. Abdominal x-ray was positive for possible ileus. It was reported that the patient expired due to complications of ischemic bowel. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The account communicated that on (B)(6) 2019, the patient reportedly had abdominal distention and her nasogastric (ng) tube had non-bloody output. Abdominal x-rays were taken which were positive for a possible ileus. A gi surgical consult was obtained. The patient ultimately expired on (B)(6) 2019 due to complications related to bowel ischemia. The pump was not explanted. No product is available for investigation. The current heartmate 3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism and venous thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.